Event description:
Complainant alleged that during a training session by staff, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation.the customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The monitor board and dock connector board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.